Manufacturer narrative:
Technician found that the head cylinder would not raise above 20 degrees. Replaced the head cylinder and recalibrated the bed to resolve this issue.

Event description:
Complaint alleged that the head of the bed would not raise. No report of injury.